Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged button tactile issue was duplicated. The pump powered on to the verify screen with the auditory and vibratory features. The keypad cover was found to be peeling from the base. All the keypad buttons were responding intermittently. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the complaint, the display was dim and discolored and a battery compartment crack was found running from the top to the case seal.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ¿ok¿ button was under responsive. It was reported that the keypad cover was damaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.